Event description:
It was reported that during an unknown procedure, the clip ejected. No clip was left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Which firing of the device did this event occur on?---no information. What vessel or structure was the device fired on at the time of the event? ---cystic artery. Was the clip fully advanced into the jaws prior to firing? ---no. Was there any torquing or twisting of the device present at the time of firing? ---no information. Was any unexpected resistance felt while firing the trigger? ---no. Were any unexpected noises heard? ---no. Did anything unexpected happen prior to this incident? ---no. Was the device fired after this incident in or out of the patient? ---yes, out of the patient. What were the indications for surgery? What was found? ---no information. Does the patient have any relevant history of surgical treatments? If so, what? ---no information. Did somebody other than the primary surgeon fire the instrument? If so, whom? ---no information.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Manufacturer narrative:
(B)(4). The device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Due to the condition of the returned device it could not be determined what may have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.